Manufacturer narrative:
During the technical inspection by the manufacturer, the fault description provided by the customer was confirmed. The technical investigation revealed that a faulty battery caused the power supply to the display to malfunction, resulting in the display failing; the battery will be replaced under warranty. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the screen was going blank several times. The procedure was completed with a different device. No negative impact in state of health reported.